Event description:
Stiffness in both knees [joint stiffness]. Pain in both knees/pain in right knee radiating down to foot [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from consumer regarding a (B)(6) male patient, (B)(6), with a history of osteoarthritis of the knees, who experienced stiffness in both knees and pain in both knees after receiving synvisc-one. The patient received an injection of synvisc-one in each knee on (B)(6) 2010. The patient reported that he developed stiffness in both knees and pain in both knees (no date provided). At the time of this report, the outcome of the patient was unknown. Additional information was received on (B)(4) 2010 from the health care provider, who confirmed the patient had a history of severe osteoarthritis (duration not specified). He updated the medical history to include previous treatments with nsaids and steroids, joint narrowing and osteophytes. The hcp confirmed that the patient received a synvisc-one injection in each knee (date not provided) and effusion was not collected before the injection. The hcp confirmed the patient experienced stiffness in both knees starting on (B)(6) 2010 and recovered on (B)(6) 2010. The patient required treatment for that symptom. The event was treated with an injection of cortizone on (b)( 2010. The hcp stated that the intensity of the symptom was severe and that the relationship of the event to the synvisc-one injection was probable. The lot number was not provided. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.